Event description:
It was reported that perforation in 4av branch of the right coronary artery had occurred during a percutaneous coronary intervention (pci) where an asahi sion blue guide wire was used with an asahi caravel microcatheter. Cook embolization coil was loaded though the caravel microcatheter. The sion blue was used to push the embolization coil into the place. The coil was placed and the guide wire was removed when the proximal part of the coil was tied with the wire tip and came out together. Another embolization coil in the kit was used to seal bleeding. There were no additional adverse effects on the patient. Sion blue: MFR report #: 3003775027-2022-00037.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded by the user facility because they considered this event was not associated with quality of asahi devices. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Although attempted, additional information was unable to be obtained. Based on the provided information, it was unable to rule out a possibility that asahi devices had caused or contributed to the reported vessel perforation. It was concluded that this event was unlikely related to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunctions and adverse effects] vessel dissection or perforation.